Event description:
It was reported that oversensing of noise and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed visually. The ra lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.